Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40 lot# v641090, implanted: 2011 (B)(6); product type lead product ID 3387s-40 lot# v641090, implanted: 2011 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40 lot# v641090, implanted: 2011 (B)(6); product type lead product ID 37603, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient had wires repositioned in 2011, because wire broke or fell down.